Event description:
It was reported the patient experienced a cerebrospinal fluid leak during the trial procedure on (B)(6) 2015. The patient was asymptomatic intra-operatively, but the physician performed a blood patch as a precautionary intervention. The trial leads were left implanted. Follow-up revealed the patient was doing well with no symptoms. The patient was implanted with two trial leads. Only one lead is being reported because it was the one that was involved in the csf leak.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.